Manufacturer narrative:
One suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected; no visual anomalies were noted. While there were reports found of a downstream occlusion, upon testing they did not occur and the sensor was reading was within specification. The reported event could not be duplicated. A probable cause could not be determined. Dso seal was replaced due to a small bubble in the center of the sensor as a precautionary measure.

Event description:
It was reported that the cadd solis infusion pump experienced a downstream occlusion error. There was no patient involvement.